Event description:
Morphine sulfate, 250mg in 250 ml d5w, was started at 0100 on (B)(6) 2013, to run a 1 mg/hr for 48 hours. Also infusing was d5/.45ns with 20 meq kcl at 50 ml/hr through a second module. At approximately 10:30 am on (B)(6) 2013, the morphine was stopped to infuse protonix, 40 mg/100 ml (protonix and morphine are not compatible). The d5/.45ns was disconnected to infuse the protonix. The protonix was completed at approximately 11:00am, and both the main line IV fluid and the morphine drip were restarted. Ten minutes later, the patient's husband called the nurse stating that the morphine was running very fast; the patient was reported to be "out of it." The patient was assessed by a physician and no intervention was needed. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's complaint of an overinfusion of morphine was confirmed through a review of the pc unit device logs. The cause of the reported overinfusion was determined to be user programming. No device malfunction is believed to have occurred for the reported event. Review of the logs confirmed that on (B)(6) 2013 at 10:52am the user programmed a primary infusion for the drug morphine ivpb using guardrails and selecting custom concentration. The user programmed a drug amount of 1mg, a diluent volume of 250ml (1mg/250ml), an duration of 24 minutes. This programming resulted in a rate of 650ml/hr. During programming, a soft guardrails alert occurred because programming resulted in a dose below the guardrails limit of 2mg/h. The user chose to proceed with programming, and the infusion was started, running at a rate of 650ml/hr and a vtbi of 250ml. Approximately 16 minutes later, the user powered off the pump module, and a volume infused of 169.109ml was recorded. The root cause of the over infusion of morphine was determined to be user programming.